Manufacturer narrative:
The insulin pump received with operating currents within spec. The insulin passed self-test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test, displacement test and motor test. No weak battery alarms or motor error alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. The insulin pump received with cracked case at lcd window corners and end cap. The insulin pump received with scratched lcd window. The insulin pump was received with foreign debris under window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 7.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.